Event description:
It was reported that the leds have missing segments. Additional information received indicated that the led segments were missing where the measure values are displayed. No known impact or consequences to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on but a section of display segment was not illuminating correctly. The ui board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.